Manufacturer narrative:
Correction: a supplemental correction report is required to retract report 2017865-2025-1008092. A review of additional information indicates that the device should not have been reported.

Event description:
During device preparation, it was noted that the guidewire had difficulties in advancing through the left ventricular (lv) leads. This was performed with two separate guidewires with the same result. The lv leads were not used and replaced. The patient was in stable condition throughout the procedure.